Manufacturer narrative:
(B)(4)

Event description:
According to the reporter:lap nissen fundoplication and lap chole procedure, one of the needles came apart from the suture, and could not be found while suturing the mesh to the crura. A laparoscope was used to inspect all of the areas. The needle was not retrieved.